Event description:
It was reported that both the right atrial (ra) and the right ventricular (rv) leads had high capture thresholds and no sensing. It was also reported that the patient has had multiple macro and micro dislodgements involving multiple leads since the original implant. The ra and rv leads were removed and replaced with a rv lead for a single chamber system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: ldn173825v: the full 5568-53 lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, visual summary analysis of the lead indicated apparent explant damage and visual summary analysis of the lead indicated stretching. Concomitant products: 693575 implantable defib lead (B)(6) 2012; d314trg implantable defibrillator (B)(6) 2012. (B)(4).